Manufacturer narrative:
Concomitant medical products: 1388t, lead, implanted: (B)(6) 2003. 419388, lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery longevity was shorter than the clinician expected it to be. The feature that monitors the pacing amplitude threshold and adjusts outputs was programmed off to preserve battery longevity and the crt-d remains in use. No patient complications have been reported as a result of this event.